Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was concerned about insulin delivery. The customer received a notification regarding the retainer ring. It was reported that the retainer ring was fine, however, there was a bit of dust underneath it, a few scratches on the screen were identified, and the interface where you press the buttons started to peel away. It was also reported that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The customer's blood glucose was between 14 mmol/l and 18 mmol/l and they treated their high with a syringe. The customer also experienced a low blood glucose of 2.7 mmol/l ten minutes prior to the call. They treated their low with orange juice/food. The customer was using the insulin pump within 48 hours of the low blood glucose event. The customer alleged a possible over delivery as their blood glucose dropped from 6 mmol/l to 2.7 mmol/l. A displacement test was performed and passed during troubleshooting. Further troubleshooting was declined. The device will not be returned for analysis.